Manufacturer narrative:
Results of investigation: vyaire medical evaluated the suspect device. The ventilator passed 169 hours of extended tests at the customer's settings. The ventilator passed final test which includes many alarm and ventilation functions.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to the lap top ventilator 1150. At this time, there is no allegation against the ventilator.